Manufacturer narrative:
Philips service replaced the hard drives (hard disk spare part, hard disk spare part) and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a hard drive space issue caused intermittent imaging failures on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.